Manufacturer narrative:
There were no patient injuries, sequelae or adverse events.

Event description:
During a carotid artery stenting procedure, the physician experienced inconsistent deployment of the neuroguard filter. While no adverse clinical outcome was reported, a possible potential performance variation was experienced. The neuroguard filter did not fully open upon retraction of the outer sheath and full actuation of the filter wheel, resulting in incomplete filter apposition until after partial or full stent deployment. It should be noted that a distal primary filter is required to be in place as per the IFU. The contego filter opening challenges could lead to minor procedural delays, device removal, or the need to use alternative stents. No adverse patient outcomes were reported, and are not anticipated.